Event description:
The duett was deployed on 09/07/00 following an interventional procedure (via a 7f sheath) in an obese pt. A developing hematoma was controlled by a femostop, and the pt was discharged. The pt was re-admitted on 09/15/00 with a low-grade fever (100.6), chills, and complaint of groin tenderness. Inspection of the site revealed no redness or discharge. There was a 2-3 cm mass (tender, not warm to the touch) medial to the puncture location. Two (2) groin scans were negative, blood cultures were negative, but urine cultures showed a trace of bacteria. The pt was treated with ancef (IV) and was discharged on oral antibiotics. The mass in the groin area was resolving. The pt was discharged without further incident.